Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges throat and lung cancer while using the device. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience throat and lung cancer. There was no medical intervention required by the patient. The reported event of throat and lung cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributer and at this time no further investigation can be performed. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on mar 28, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, throat and tongue cancer that are related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The reported event of throat and tongue cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The secondary findings were found by manufacturer that there is dust-like contamination was observed on and around the iso port. An unknown white contamination at the air input of the blower box at the filter area. An unknown brown coloured contamination on the top enclosure under the right-side accessory door. A small piece of unknown metal debris in the bottom enclosure. Dust-like, and fibrous types of contamination were observed on the blower outlet seal. The manufacturer also observed an unknown white powder or dust-like contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device and also confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam. The manufacturer was unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.